Manufacturer narrative:
Citation: chakravarty t et al. "Subclinical leaflet thrombosis in surgical and transcatheter bioprosthetic aortic valves: an observational study." Lancet. 2017 jun 17; 389 (10087): 2383-2392. Doi: 10.1016/s0140-6736(17)30757-2. Epub 2017 mar 19. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of subclinical leaflet thrombosis in patients following surgical or transcatheter aortic valve replacement and the effect of novel oral anticoagulants in treating the thrombosis and an assessment of subsequent valve hemodynamics and clinical outcomes. The article defined subclinical leaflet thrombosis as ¿the presence of reduced leaflet motion, along with corresponding hypoattenuating lesions shown with computed tomography (CT).¿ all data were collected from two single-center registries between june 2014 and january 2017. The study population included in the analysis: 890 patients (predominantly male; mean age 80 years), 70 of which were implanted with a medtronic corevalve bioprosthetic valve, 75 were implanted with a medtronic evolut r bioprosthetic valve, and 2 were implanted with a medtronic freestyle bioprosthetic valve (no serial numbers provided). Among all patients, 38 deaths occurred. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death(s). Among all corevalve, evolut r, and freestyle patients, adverse events included: stroke (hemorrhagic and ischemic), transient ischemic attack, myocardial infarction, subclinical leaflet thrombosis presented as reduced leaflet motion (3 corevalve cases, 6 evolut r cases, and 0 freestyle cases), increased mean aortic valve gradients, and reduced ejection fraction. It was reported that all neurological events (including strokes and transient ischemic attacks) were adjudicated by a stroke neurologist. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.